Event description:
It was reported that the ¿septum¿ of a clearlink duo vent set was protruding out of the port. This occurred when the infusion was being performed with normal saline through one pump and antibiotics (12.5ml/hour) through another pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from february 25th - 27th, 2015. The device was received for evaluation. Visual inspection did not identify any defects. A functional flow test was performed; the set primed and flowed normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.